Event description:
It was reported during a da vinci si surgical procedure the pk dissecting forceps instrument read as expired on screen. The drape was reseated and the instrument reinserted. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument was checked for recognition on a da vinci si system. The da vinci si system successfully recognized the instrument on multiple attempts. The pogo pins do not stick and are not contaminated. The instrument registered with two uses left. Instrument is not expired. The dcp verification of instrument passed, indicating two uses left as well. Engineering also observed a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.